Event description:
The customer contacted physio-control to report that their device would intermittently boot-up with a white display and a service indicator present. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation from being delivered, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
After additional testing, physio-control was able to verify the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u11. The sc pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.